Event description:
The initial reporter alleged false reactive results for one patient sample tested in duplicate using the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 rack. The first test, conducted on (B)(6) 2021, yielded a result of 5.68 coi (reactive). A subsequent test on (B)(6) 2022 yielded a result of 3.83 coi (reactive). Additional testing of the same samples at the hungarian national center for public health using an enzyme-linked immunosorbent assay (elisa) method produced negative results.

Manufacturer narrative:
The hiv combi pt reagent expiration date was not provided. The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The investigation was limited as patient sample material was not provided for further analysis. False reactive results may occur with this assay due to its sensitivity and specificity characteristics. The root cause was attributed to a sample-specific discrepancy.